Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV; "fluid"; rupture found during surgery

Event description:
Healthcare professional reported capsular contracture baker grade IV, "swelling", "fluidum" and "ruptured shell". Total capsulectomy was performed. This record is for the left side. The device has been explanted and replaced with another manufacturer's device. The device will be returned.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture, capsular contracture, edema and seroma-late was received on january 26, 2026 with lot number 2242924. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ edema : unable to observe through visual inspection as it is a physiological phenomenon. ¿ seroma-late: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis creases, wear abrasion and non penetrating nicks are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported capsular contracture baker grade IV, "swelling", "fluidum" and "ruptured shell". Total capsulectomy was performed. This record is for the left side. The device has been explanted and replaced with another manufacturer's device. The device will be returned.